Event description:
It was reported that during a bowel anastomosis procedure only one ¿large fat doughnut¿ was removed from the patient instead of two. The doctor performed a leak test which was okay, but the patient later developed a clinical leak. The device will not be returning.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information: is the hartmann's procedure planned to be reversed or is the stoma permanent? Yes. Is it possible that ¿one fat large doughnut¿ were two compressed ones? No. How long post op was the leak identified? 7days. How was it identified? "Perontonitis". Was leak test done during initial procedure? Yes.